Event description:
It was reported this event occurred in the dialysis department. The insertion site was the jugular vein. The catheter had been in place for 10 months. During disinfection of the catheter, the physician noted a crack in the luer connector. As a result, a new catheter was successfully placed. There was no reported delay in treatment. There were no reported patient injuries, complications, or death.

Manufacturer narrative:
(B)(4).